Event description:
Customer reported that the bulb evacuator was defective causing the drain to leak following surgery for breast augmentation. They had to go back and do another procedure to see why there was leakage. They checked to ensure there was nothing done incorrectly on their end. They took the bulb off and checked both and realized the bulb was defective and was causing the leak. The bulb was replaced, and the issue was resolved. This extended the operating time by two hours.

Manufacturer narrative:
Manufacturer information corrected in sections d3 and f14. Initial report was filed december 14, 2023.